Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterial growth and was found to have discoloration of the internal tubing. There is no known patient injury. On april 11, 2016, sorin group received a user medwatch report (mw5060647) regarding this event. The report stated that during routine culturing of the heater-cooler, mycobacterium mucogenicum was recovered from the unit and the filtered water source used for cleaning and filling of the heater-cooler. The unit was cultured following the release of the field safety notice in 2015 and ntm was not identified at that time. The positive test results were received two months following implementation of a new water source. After receiving the positive results, the water source was changed to sterile water pending remediation to the facility's filtered tap water source. The facility stated that they were awaiting follow-up culture results to ensure the water source is free of ntm. On april 18, 2016, sorin group received an updated user medwatch report (mw5060912) regarding this event. The report stated that the facility biomedical team visually inspected the unit by removing the side panels and identified an area of tubing where stagnant water could be caught and backflow into the heater-cooler water reservoir. A sorin field service representative was dispatched to inspect the contaminated device. The inspection of the inner parts of the heater-cooler system revealed residuals and biofilm in the tanks and on the circulation pumps. During the service visit, a descaling procedure was recommended by the sorin service representative, however the facility opted to not perform this process due to the corrosivity of the involved chemical used for this process. Decalcification, also referred to as "descaling," is the removal of calcium deposits that may have built up in the heater-cooler 3t device resulting from the calcium that is in the water used to fill the device tanks. Decalcification is not a cleaning and disinfection process for the device tanks. However, the company provides a decalcification process for customers that use clorox regular bleach (which has a high ph) as a disinfectant but requires that sorin group field service representatives, not users, perform this operation during preventive maintenance. Photos of the device were taken and provided to sorin group (B)(4). The internal tubing was replaced and the overflow tubing was plugged, per a field engineering notice. The unit was released to the customer for disinfection. Follow-up communication with the customer revealed that additional cultures of the machines have been taken following the replacement of the internal tubing, and the tests are negative for bacteria. The units are currently still in use within the or, however they are placed away from the surgical field. A review of the DHR did not identify any deviations and nonconformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterial growth and was found to have discoloration of the internal tubing. There is no known patient injury. The customer requested that the internal tubing be changed by a sorin group field service representative. Follow-up communication with the customer revealed that weekly disinfection cycles are now being performed. Water sampling of the unit is now showing no growth. The facility upgraded the filtration system for the tap water source to include a 0.2 micron filter. Samples from this water source following the addition of the filter tested negative for growth, and the facility has reverted to using this water source. The customer stated that they will continue to test the unit monthly before a performing disinfection cycles until they get three consecutive negative results and then will move to a quarterly sampling plan. The unit has been returned back into service. Based on the obvious biofilm in the water circuits of the device, sorin group deutschland has come to the conclusion that the users have not strictly followed the cleaning and disinfection instructions according to the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Evaluated on site by sorin service rep.

Manufacturer narrative:
No patient information was provided. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for mycobacterial growth and was found to have discoloration of the internal tubing. There is no known patient injury. The customer requested that the internal tubing be changed by a sorin group field service representative. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterial growth and was found to have discoloration of the internal tubing. There is no known patient injury.